Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the samples having a low viral load, sample-to-sample variability, and differences in testing methods. This is a sample-specific issue and the product is performing as intended. Facility name is truncated due to character limit: leeds general infirmary molecular microbiology molecular laboratory 55ob018 old medical hospital.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this md. A customer from the united kingdom alleged a discrepant result for one patient using the cobas® sars-cov-2 & influenza a/b test or use on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive and influenza a/b negative results. The sample was repeated 4 times with another platform (hologic panther) and the results were negative. No harm alleged. Although requested it is unknown which results were reported. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.